Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, provided pump reset information, and instructed the caller to call back if the malfunction code recurs.